Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 9:58am. The patient reported obtaining the same alleged reading of "151 mg/dl" with the subject meter, performed greater than 20 minutes of each other. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient claimed she became dizzy and developed dry mouth an hour after the alleged issue began. In response to her symptoms, the patient stated she self treated with food/drink by 10:30am that morning. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca noted an approved sample site was used, the subject meter's unit of measure was set correctly, and the patient's testing procedure was correct. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate reading(s) on the subject meter and reportedly developed symptoms suggestive of a serious injury, requiring treatment after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on march 29, 2012 with the following findings: the meter has passed testing with no faults found. The test strips were also returned for evaluation; however evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.